Event description:
Information received indicates the bed will not go into the trendelenburg position.

Manufacturer narrative:
The technician replaced the inoperative hi/low limit switch to repair the bed.